Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l4-s1 posterior lumbar interbody fusion due to some unknown reasons. Intra-op, the head of the screw implanted at s1 splayed, and would not hold a set screw. No patient complications were reported as a result of this event.